Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (5.5 mg/ml at 2.4263 mg/day), clonidine (1450 mcg/ml at 639.7 mcg/day) and unknown baclofen (250 mcg/ml at 110.29 mcg/day) via an implanted pump. It was reported the patient had a refill on (B)(6) 2020. The patient seemed fine after 30 minutes but then called after getting home and was feeling funny like they were drunk. The patient thought something was wrong. The patient was brought back to the clinic and monitored for a few hours. The patient's vitals were stable the entire time but they were drowsy and falling asleep sitting up. The hcp aspirated what was in the pump and found 36.5 ml. It seems the patient had gotten a 3 ml pocket fill subcutaneously. The patient was monitored for a few hours and discharged home. The hcp called the next morning and they reported feeling back to normal.